Manufacturer narrative:
Concomitant medical products: cadd infusion pump (sn unknown); smith medical (B)(4) (lot unknown); smith medical (B)(4) (lot unknown); therapy date (B)(6) 2015. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a fluorouracil leak occured at the connection between the smartsite valve and a non-carefusion IV tubing. The non-carefusion infusion pump and associated tubing were removed from the patient. No patient harm reported.

Manufacturer narrative:
(B)(4)